Event description:
It was reported that during a procedure, the nim probe would not work once plugged into nim eclipse. No patient injury was reported.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The device was not returned and therefore no evaluation could be performed.

Manufacturer narrative:
The device was returned to medtronic (B)(4) 2013. The complaint device was returned for evaluation. One sample was received which included the cable and three probe assemblies. One out of the three probe assemblies exhibited customer use of the device since the probe tip was found broken and was not returned for evaluation. The probe and cable assemblies were functionally inspected. Upon functional test, no anomalies were observed and device functioned as intended. It should be noted that the broken probe tip assembly could not be fully verified with test pin on the equipment. Based on the analysis performed, the complaint could not be duplicated/confirmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.